Event description:
It was reported that the patient experienced recurring incontinence due to a fluid leak and the device stopped working with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 3.5cm aus cuff, pump, and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence due to a fluid leak and the device stopped working with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 3.5 cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.